Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, its drawer was keep failing. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.2 was constantly failing for the customer at times. A field service engineer (fse) logged into diagnostics and ran a full test for the drawer. After releasing all pockets, medication and metal contaminants were found to be affecting the pocket contacts. The test was completed successfully, and the station was restarted. The back cover was opened, and all cables and connections were reseated. The customer was able to recover and test the drawer successfully by performing a few transactions. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, its drawer was keep failing. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.